Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device's lcd screen failed to display when an sd card was inserted into the device. The system board that contains the sd card needs to be replaced to address the issue. No information was provided for repair clarification. No repairs were performed. The device was scrapped.